Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation has been conducted for the finished device lot number (4l01964) to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The results show that this batch of product was processed without any incident. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation has been conducted for the finished device lot number (4l01964) to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The results show that this batch of product was processed without any incident. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate that during an arthroscopic rotator cuff repair when the package of the lupine panalok loop arth #2eth was opened it had a loose and it looked more than usual, decided not to use it in the procedure. No patient consequence and no surgical delay was reported. No additional information was provided. Additional information provided by the affiliate reported the case was completed but could not provide additional details. The affiliate also reported the device will not be returning for evaluation.